Manufacturer narrative:
(B)(4). The intraocular lens was received and inspected under 10x magnification. Inspection shows one broken haptic and partially cut optic. Results of our investigation suggest the incision was enlarged to remove the lens. We were not able to confirm this with the reporter. The cause of this event is undeterminable but does not appear to be related to the manufacturing process. All currently available information is included in this report.

Event description:
The hospital reported the intraocular lens (iol) was removed because of a broken haptic. Several unsuccessful attempts were made to determine if the iol was removed during initial surgery and if the incision was enlarged.